Manufacturer narrative:
The manufacturing location was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during engineering evaluation, it was observed that the right position, after heating up, becomes intermittent on the battery reciprocator device. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jumper ring was sticking, the frequency fluctuated on the left position osc and the right position was heating up and then became intermittent. Therefore, the reported condition was confirmed. It was determined that the jumper ring was sticking due to wear. It was determined that the device was heating up as a result of worn bearings. It was determined that the frequency fluctuated on left position osc and the right position became intermittent due to worn motor with electronic control unit (ecu). The assignable root cause was determined to be due wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.